Event description:
Needle broke off at the base of pigtail IV extension set, had to be changed because the piece of the needle was left in the hub/port of the extension set. Additional needle came off causing blood to flow freely needing to change out the entire culture device.